Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No further info was available at the time of the report. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on july 21, 2015. Third party manufacturer reviewed the routers used to manufacture lot# 12vm475239 and no discrepancies or deviations were noted outside the normal process parameters. The retain samples for this lot were inspected and they were found to be functional and non- defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 04, 2015.

Event description:
The nurse reports when attempting to inflate the flexi-seal signal fms retention balloon prior to inserting into the pt it was noted to have a rip in it and would not hold air.